Event description:
The customer reported that the heartstart mrx "entitle" (etco2) is broken. It is pushed back into the unit and it is not functioning. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.